Event description:
Reportedly, during testing, the ventilator displayed a black screen. The covidien customer support engineer (cse) inspected the device and replaced the printed circuit board (pcb). The unit passed extended self-testing. The unit was not on a patient when this event occurred.

Manufacturer narrative:
(B)(4).